Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was connected to a waterbag for testing and was visually inspected for damage. Results: the chamber filled to a normal level during testing. When the water flow stopped, no leak was observed between the water feedset tube and waterbag spike. Conclusion: no fault was found with the returned device. The chamber functioned normally during testing and no leak was observed near the waterbag spike. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water was found leaking near the waterbag spike of an mr290v vented autofeed humidification chamber. This was observed during use on a patient. No patient consequence was report as a result of this incident.